Event description:
It was reported that noise was observed on the lead that appeared as short runs of vf. The patient did not receive therapy. Monitoring will continue.

Event description:
Externalized conductor was seen on fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was later reported that the patient had several episodes of inappropriate therapy since (B)(6), 2011. The last episode shows that the patient went into vf and was found unresponsive when the ambulance arrived. The patient was placed on a ventilator and was not expected to survive. Lead fracture was suspected as the cause of the noise and therapy. Further information received notes that the patient did survive and became well enough for lead replacement.

Manufacturer narrative:
Analysis found external insulation abrasions between 13cm and 13.4cm and between 19.1cm and 19.6cm from the connector pin as a result of friction to the ICD can. The coatings on the rv and svc cables were compromised. This damage could cause the reported low impedance. Internal abrasions were found between 19.8cm and 26cm from the distal tip. One of the re cables was compromised. This damage could cause the reported noise.